Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Detailed analysis found wrinkled or bunched insulation which likely resulted from friction force when the lead was passed through a constricted space. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement. The type of damage found has been deemed a design issue.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement a few days after implantation. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement a few days after implantation. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The device was received for analysis.